Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and interstim - other. It was reported the patient's battery was removed due to a confirmed (B)(6) infection. The hcp later reported the (B)(6) infection was past medical history, was not recent as it had happened 13 years ago, and they currently had a pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.